Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported event. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report a 23008 fault on universal surgical manipulator (usm) 4. System logs indicated a pot to encoder error on usm 4 axis 1. Tse had customer exercise usm axis 1 and perform a hard power cycle on the patient side cart (psc). Customer powered the system back up and the 23008 fault was present at startup. Customer was unsure if they can use 3 arms for the case.